Manufacturer narrative:
Unit passed displacement and self test. No unexpected pump error 63 anomaly during testing. Thump software was utilized and downloaded trace/history files properly. Found multiple pump error 63 alarm (variable 15) file number: 2017, line number: 147 on 12/20/2025 19:28:34.000, 12/20/2025 19:28:42.000. In the file history files. Pump 63 error due to hardware error. No moisture damage on the electronics, battery tube, motor, vibrator, and keypad assembly during visual inspection. Unit p-cap lock in place properly. Unit had scratched case, minor scratched lcd window, stained keypad overlay. In conclusion, no pump error 63 alarm during testing. However, pump error 63 alarms in history on event date due to hardware error electronic defective and minor scratched lcd window confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the insulin pump shutting off with a recurring pump error 63 (hardware low level failures), and the insulin pump had a scratch on the screen or display that did not affect pump functionality. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed, including clearing alarms, checking alarm history, confirming the ability to complete a rewind and displacement test, performing a self-test, and verifying the scratch did not impact functionality; the customer was advised to discontinue pump use, revert to a backup plan per healthcare professional instructions, and place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1884 was requested, and the customer's response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.